Manufacturer narrative:
Patient weight was not provided for reporting. Date of event is unknown. This report is for three (3) unknown locking screws. Part#, lot# and UDI # is not available. Revision was scheduled on (B)(6) 2018. It is unknown if revision surgery took place as planned. Device is not expected to be returned for manufacturer review/investigation. This report is for three (3) unknown locking screws. PMA/510(k) number is not available. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a cervical fusion from c2 - t2 with an unknown synapse set. The patient was seen post operatively on (B)(6) 2018 and it was noted that three (3) c2 screw locking caps were backed off and the rod was out of the screw head. The patient was scheduled for a revision with a synapse on (B)(6) 2018. It is unknown if revision surgery occurred as planned. Concomitant devices reported: rod (part unknown, lot unknown, quantity 1); locking screw (part unknown, lot unknown , quantity 1). This report is for three (3) unknown locking screws. This is report 1 of 1 for (B)(4).